Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room with lightheadedness and a magnet was placed on the implantable pulse generator (ipg) temporarily. Upon trying to send a transmission the magnet was removed, and the patient went into asystole. It was also reported that the device did not appear to be pacing or sensing. The magnet was immediately placed back over the top of the ipg. The following day after a temporary wire was placed, the magnet was removed, and the device seemed to be functioning normally. The patient later went to the hospital for an upgrade to a bi-ventricular device upgrade. While the physician was attempting to get access the patient had another unexplained episode of asystole. The device was interrogated at that time with no apparent issues. The system replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.